Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The sapien 3 ultra valve was returned to edwards lifesciences for evaluation. A visual evaluation revealed the following: one green particulate approximately 2mm in size was found on inflow side of a valve leaflet. Material analysis was performed on the particulate. Result for the reported particulates show similar absorption characteristic when compared to cellulose-like material. A manufacturing process review was per performed to determine if the particulate could have originated at the edwards lifesciences facility where the valve was manufactured. A listing of all the tooling, fixtures and material used in the manufacturing line of sapien 3 ultra valve reviewed. Based on the review, there was no similar material. Furthermore, the evaluation of this event leads to the conclusion that there are several control points and mitigations in place during the manufacturing process to ensure the detection and rejection of particulate matter. In this case, the source of the green particulate is unlikely to be linked to the manufacturing process. Additional review of all the tools/fixtures/workstations, indicated they were properly maintained in cleanroom during the walk-through. The operators were properly gowned as observed during cleanroom review. There was no observation of non-conformance or abnormality. Therefore, it is unlikely that the green cellulose-like material collected during evaluation originated from the thv manufacturing process. A device history record review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The particulate was confirmed based on the returned device evaluation. In this case, the green material was not observed upon the jar open, and it was found after the rinsing, and the valve was removed from the holder, so the particulates/fibers were introduced or cross contaminated during device prepping process. As such, available information suggests that procedural factors (device preparation handling) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, upon inspecting the 23mm sapien 3 ultra valve after rinsing and removing the valve from its holder, before crimping, a "stain" was noticed on one leaflet. It was decided to open a new valve for the case. The new 23mm sapien 3 ultra valve was successfully implanted. Per initial device evaluation, it was confirmed the "stain" is a green particulate on one of the valve leaflets.

Manufacturer narrative:
Investigation is ongoing.